Event description:
The device was returned because the pump had cracked battery door and cassette error. Upon physical inspection, the allegation was confirmed, and a contamination on downstream occlusion (dso) sensor identified, making the file reportable. There was no patient involvement, and no patient injury was reported. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was contamination on downstream occlusion (dso) sensor assembly. This was determined to be a reportable issue. The downstream occlusion (dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.